Manufacturer narrative:
Additional information received on 11 march 2016 and includes: they did not resurface the patella. Additional information received on 21 march 2016: the surgery was completed on (B)(6) 2016. The surgeon decided not to swap the poly. No medacta products were removed. The surgeon tightened the screw on the poly and removed the osteophytes near the patella. The surgery was completed successfully. Additional information received on 23 march 2016: the surgeon decided not to swap the poly because knee was stable. The surgeon checked to see if the screw that holds the poly in place was tight enough. The screw was loose. The screw backed out a couple turns. The surgeon retightened the screw with a hand non torque limiting screw driver. The surgery was completed successfully. On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: secondary resurfacing of the patella due to osteophytes growing and causing pain. No exchange of components from previous operations. No faulty performance on any implant. Secondary resurfacing of patella and osteophyte formation are known and described events common in tka. No reason to take action for clinical consequences generated by faulty implants. Batch review performed on 05 april 2016. Lot 110075: (B)(4) items manufactured and released on 08 april 2011. Expiration date: 2016-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to osteophyte build up around the patella. The surgeon is planning to trim the patella and swap the poly insert. The surgery is scheduled. Explants are not available. X-rays are available.

Manufacturer narrative:
On 08 june 2016 it was prepared a final report with the information already submitted in the previous reports. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 19 may 2016 the (B)(4) project manager performed a preliminary investigation and commented as follows: during a revision surgery of the patella, the surgeon checked the screwed peg that support the semiconstrained insert, and found it unscrewed a couple of turns. This seems to be confirmed by the x-rays attached. This very unlikely event was most likely due to the improper tightening torque applied during the previous surgery. Currently, in the surgical technique, we recommend to screw the supporting peg with the dedicated 6nm torque limiter. This device assures an adequate and reproducible tightening of the peg. The surgeon retightened the screw with a hand screw driver. The surgery was completed successfully. No further considerations can be done.